Manufacturer narrative:
Based on the current information provided, the root cause of the event cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site complaint history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 20-aug-2021 for a procedure on (B)(6) 2021 on system (B)(4). While there were video and audio entries, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. All reusable instruments, with uses remaining, that were used in the case have been used in subsequent procedures with the exception of large clip applier pn: 470230-12 // ln: n10200629-0119. At this time, a site review shows no complaint filed against any of the instruments. An isi advanced failure analyst (afa) engineer conducted system log review and found the following: none of the error code entries in the logs are relevant to the reported complaint. The entries are video/audio related and the complaint does not mention having any video/audio issues that led to the bleeding event. Medical review from an isi medical safety officer was completed and results were as follows: based upon the information provided in the description of events, it seems likely the bleeding that occurred during the da vinci-assisted esophagectomy that ultimately led to conversion to an open procedure and death was due to the anatomy as indicated by the surgeon of record. The surgeon of record stated that tumor advanced into the aorta. While attempting to robotically remove the tumor, the patient experienced bleeding causing the surgeon of record to convert to an open procedure. The bleeding progressed eventually leading to the patients death. The surgeon of record indicated to the investigation team that he does not wish to disclose any additional information regarding this case. The surgeon did state that he attributed the patients bleeding and death to patient anatomy and pre-existing conditions yet, at the present time, additional information is unknown. It is quite likely that it was patient anatomy and pre-existing conditions that caused the patient to bleed leading to death. However, the specific events surrounding the initiation of the bleeding and the location of the bleeding are unknown. An isi medical safety officer has reached out to the surgeon of record to obtain additional information but has not yet received a response. This event is not considered a malfunction as there is no allegation of a da vinci product failure that caused or contributed to the patients death. There was no allegation from the surgeon of a deficiency of a da vinci system, instrumentation or accessories associated with the reported event. The surgeon stated that all da vinci products worked as expected and as intended. However, the described event meets the criteria of a reportable adverse event. While the surgeon of record, a qualified medical professional, attributed the cause of the bleeding event and the patients death to patient anatomy and patient pre-existing condition (tumor & tumor location), the specific events surrounding the initiation of the bleeding event and the location of the bleeding are unknown.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr), who had been advised by an unspecified site scrub technician, contacted an isi technical support engineer (tse) to initially report that during an unspecified da vinci-assisted surgical procedure, the surgeon noticed bleeding that was too much to handle in a minimally invasive procedure. The procedure converted to open surgery due to bleeding and patient anatomy. The bleeding was unable to be controlled and the patient expired as a result. On 19-aug-2021, isi spoke with the surgeon of record who stated that he was hesitant to answer questions citing patient confidentiality but that he was willing to help intuitive with our questions where he felt comfortable. Isi obtained the following additional information from the console surgeon regarding the reported event: during a da vinci-assisted esophagectomy procedure on (B)(6) 2021, as the surgeon was attempting to remove a tumor from the (B)(6) male patients esophagus, the surgeon had recognized that, the tumor had advanced into the aorta. Blood loss was observed and the procedure converted to open surgery. During the open surgery, there was an estimated 2,000 ml of blood loss for which an unspecified amount of blood was administered to the patient. Bleeding could not be controlled and the patient expired on (B)(6) 2021. The surgeon attributed the cause of the bleeding event and the patients death to patient anatomy and patient pre-existing condition (tumor & tumor location). Additional details, including cause of death and patient demographics, were requested but were not disclosed due to patient confidentiality. There was no allegation from the surgeon of a deficiency of a davinci system, instrumentation or accessories associated with the reported incident and there are no products expected for return to isi for evaluation. The surgeon said that all da vinci products worked as expected and as intended with no issues with sealing or cutting of any instrument.